Event description:
It was reported that the balloon did not inflate and maintain the inflation. There were no patient complications reported.

Manufacturer narrative:
The device was received and evaluated. Customer report was confirmed. The balloon inflated but would not maintain inflation due to leakage from a crack / split in the catheter body tube at the distal edge of the thermal filament (middle form) area. No other abnormality was observed from catheter body. Balloon latex appeared intact. CAPA was closed in july 2008 for slit condition related to balloon inflation. Corrective and preventive actions were implemented in two different ways, extrusion and middle forming. Extrusion improvements include increasing extrusion sample size for wall thickness and outside diameter, implement mold management at extrusion area, develop extrusion fmea, and establish process control at extrusion area. Middle forming improvements include developing middle forming fmes, determine optimum middle forming parameters, implement process control at middle forming operations, determine best middle forming tube orientation to reduce party line, implement and inspection system for middle forming dies and mandrels, implement middle forming mandrel positions and implement a first article inspection for middle forming dies at incoming inspections area.